Event description:
This was reported that during the endovascular procedure in the acom artery, physician deployed the subject stent. While removing the stent delivery wire it got caught in the subject stent and the subject stent moved but did not get out from the target lesion site. The procedure was completed successfully without other medical intervention. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device remains implanted inside the patient.

Manufacturer narrative:
D4 lot # - corrected from 522350299 to unknown. Although the DHR (device history record) could not be reviewed because the lot number remains unknown. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be definitively confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the surgeon deployed stent, he removed stent delivery wire. But that time, stent delivery wire caught part of stent, so stent was moved other site. Additional information states that the device was confirmed to be in good condition prior to use, excessive force was used while advancing the stent within the microcatheter, the patients anatomy was middle tortuous, and the same microcatheter was used to complete the procedure. The device was not returned for analysis. It is probable that the device may have been damaged as a result of advancing with force through the microcatheter. An assignable cause of procedural factors will be assigned to the reported stent delivery wire stuck in stent and stent dislodged/migrated, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
This was reported that during the endovascular procedure in the acom artery, physician deployed the subject stent. While removing the stent delivery wire it got caught in the subject stent and the subject stent moved but did not get out from the target lesion site. The procedure was completed successfully without other medical intervention. No clinical consequences were reported to the patient due to this event.